Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. The broken grip cable affected the instrument's ability to open and close properly. Common causes of the failure mode of a broken distal instrument grip cables is attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the monopolar curved scissors (mcs) instrument was not moving as per the surgeon's movement from hand control. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument was inspected prior to use and had no issues. The instrument was not articulating properly. Additional follow-up was performed to clarify non-intuitive motion experienced; however, no further details have been received as of the date of this report.

Manufacturer narrative:
An RMA was issued for the return of the mcs instrument associated with this event, but intuitive surgical inc. (Isi) has not received the device to perform failure analysis. Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that the mcs instrument was not moving as per the surgeon's movement with no further information. Uncontrolled/ unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the customer reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address: is not available.